Manufacturer narrative:
Patient city: (B)(4). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced infusion set tape not sticking issue on 27-feb-2026. The cause of the product not adhering due to glue not strong enough. No further information available.